Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional coil procedure with a small-bore sheath. Reportedly, the suture broke during knot advancement with the trimmer. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.